Manufacturer narrative:
The device was returned due to diagnostic anomaly. A diagnostics anomaly was confirmed. However, the root cause for the inconsistent remaining longevity estimate near eri, indicated by the programmer, was not identified. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Telemetry, pacing, sensing, impedance, hv output, hv shock, hv therapy delivery, and patient notifier were tested on the bench and no anomaly was detected.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device had reach elective replacement indicator (eri) earlier than anticipated. The device was explanted and replaced due to suspected premature battery depletion. The patient was in stable condition.